Manufacturer narrative:
The failure investigation has been completed and the alleged alarm temperature issue was verified; however, based on the analysis, the alleged altitude alarm issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred. Additionally, it was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 113 mg/dl. Reportedly, customer will use a backup insulin pump for therapy.